Event description:
The customer reported an intermittent loss of a usable image on the monitor during boot-up of the 7700 system. The monitor intermittently loses the v-hold. No pt was involved.

Manufacturer narrative:
The service rep was unable to duplicate the problem. The monitor was replaced on the previous call. The system operates as intended.